Event description:
It is reported that the ball bearing is missing.

Manufacturer narrative:
Eval summary: rationale as returned, the distal ball bearing is missing and the cam arm is somewhat loose. The device has a potential field age of approximately 16 months. Due to the device likely being disassembled, the cause of failure is user error-possible misuse. Device history records indicate all components were manufactured and inspected to specification.